Event description:
The customer reported a loss of live image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the left monitor needed to be replaced, but no conclusion can be drawn as repair.